Event description:
On (B)(6) 2019, non-osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain, mobility, swelling, abscess and inflammation. No further patient complications were reported.